Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed further testing if the value continues to increase. Additionally, ts noted the power consumption of this device was high. A request was made to have data from this device analyzed. Data analysis confirmed the battery is depleting normally. The power consumption is appropriate for the programmed settings and therapy delivery. No adverse patient effects were reported. At this time, this device remains in service.